Event description:
Reporter states in 2/2001 end user had surgery to remove what surgeon thought was a cyst, which turned out to be a piece of black plastic removed from their backside. Further forensic testing proved that the plastic piece was actually the post off of their composite footplate where the heel loop attaches.